Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported when using the bd vacutainer® sst¿ blood collection tubes, the user identified the samples being stored in an improper temperature. The following information was provided by the initial reporter. The customer stated: customer left voicemail stating that she received tubes (368774 and 367988) where the serum was completely frozen in transit in a spun sst.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported when using the bd vacutainer® sst¿ blood collection tubes, the user identified the samples being stored in an improper temperature. The following information was provided by the initial reporter. The customer stated: customer left voicemail stating that she received tubes (368774 and 367988) where the serum was completely frozen in transit in a spun sst.

Event description:
It was reported when using the bd vacutainer® sst¿ blood collection tubes, the user identified the samples being stored in an improper temperature. The following information was provided by the initial reporter. The customer stated: customer left voicemail stating that she received tubes (368774 and 367988) where the serum was completely frozen in transit in a spun sst. Additional information received 2022-02-22: this is not a product complaint. Canceling pr. Please send supplemental for MDR.

Manufacturer narrative:
The following fields have been updated due to corrections. The report was deemed not reportable due this complaint is not deemed a product complaint. MDR ownership: MFR report #:1024879-2022-00092. B5: event description: it was reported when using the bd vacutainer® sst¿ blood collection tubes, the user identified the samples being stored in an improper temperature. The following information was provided by the initial reporter. The customer stated: customer left voicemail stating that she received tubes (368774 and 367988) where the serum was completely frozen in transit in a spun sst. Additional information received 2022-02-22: this is not a product complaint. Canceling pr. Please send supplemental for MDR.